Event description:
It was reported by the healthcare facility the device was producing metal shavings. No adverse consequences, surgical delay or medical intervention were known by the initial reporter.